Event description:
It was reported a 8110 had a channel error that said, "calibration needed. ' there were no adverse consequences to the patient.

Manufacturer narrative:
The reported issue of channel error calibration needed could not be confirmed. The probable root cause for the complaint of channel error calibration needed could not be determined because no device or logs were returned for investigation. A review of the device history record showed the device had a manufacture date of 03/22/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for the syringe module was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the syringe module which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient informations were requested but not provided.

Event description:
It was reported a 8110 had a channel error. There were no adverse consequences to the patient.